Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, confirmed by x-ray and fluoroscopy. This lead was successfully replaced. No additional adverse patient effects were reported. The product is not expected to be returned for analysis.

Manufacturer narrative:
Correction a1 field: patient identifier updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, confirmed by x-ray and fluoroscopy. This lead was successfully replaced. No additional adverse patient effects were reported. The product is not expected to be returned for analysis.